Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip. No damage or missing segment anomaly on battery cap noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump stopped working and was totally turned off. The customer's most recent blood glucose was 122 mg/dl at the time of call. The insulin pump was returned for analysis.